Event description:
During a coronary drug eluting stenting treatment procedure, the balloon burst. The lesion being treated was located in the right coronary artery (rca). It was noted that during positioning of the taxus express2 8.8% 3.50 x 24 mm stent the balloon ruptured next to the "y" valve. No pt injuries or complications were reported.